Manufacturer narrative:
The field service representative determined the preclean bottle had hit and broke the needle. He replaced the needle and primed the system to verify analyzer operation.

Event description:
The user stated the preclean needle was broken and leaked onto the floor in a walkway. No one was hurt. No patients were affected.